Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that he customer experienced an elevated blood glucose level of 320 - above 600 mg/dl with diabetic ketoacidosis, cause was unknown. Customer went to the emergency room (ER) where they were treated intravenously with fluids of saline and insulin. Customer was release from ER with issue resolved and no permanent damage.